Event description:
It was reported that foam starts to crumble inside the bore where this could end up in the patient ventilation system.  There is potential for crumbled foam particles to enter into patient ventilation unit and can be potentially inhaled by patients during the scan.

Manufacturer narrative:
Philips performed an extensive investigation into this reported issue. This included an iia (incident impact assessment), an hhe(health hazard evaluation) and a toxicology report. It was concluded that the use of or exposure to the product is not likely to cause any adverse health consequences and therefore not likely to lead to serious injury or death. A CAPA (corrective and preventive action) was initiated to investigate the root-cause and provide a solution. It was concluded that the foam was degrading due to its sensitivity to its environment due to the foam's chemical properties and through aging. It was decided to initiate replacement of the foam through planned maintenance, either every 5 years or whenever inspection of the soundness of the foam requires earlier replacement.